Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse rinsed out the wash 1 reservoir and performed the daily cleaning procedure. The instrument was then calibrated and quality controls were run, all of which resulted within range. The cause of the discordant, falsely low bnp result was user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur instrument contacted the siemens technical solutions center (tsc) upon discovery that a bottle of base reagent had been placed in the wash 1 reagent position on the system. The operator stated that it was unknown how long the base reagent bottle had been in the incorrect position. The laboratory was rerunning patient samples for assays that utilize the wash 1 reagent. After rerunning patient samples, it was discovered that a discordant, falsely low brain natriuretic peptide (bnp) result was obtained on one patient sample. The discordant result had been reported to the physician(s). The sample resulted higher upon repeat testing. It is unknown if the sample was rerun on the same instrument or an alternate instrument or if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bnp result.